Event description:
It was reported that the pt's lead had migrated which was confirmed on x-ray reports and never having therapeutic effect. Further info was requested.

Manufacturer narrative:
(B)(4).